Event description:
It was reported that ongoing intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. The customer acknowledged alarms, reattempted bolus successfully, and resumed insulin, however, occlusions continued, troubleshooting has been exhausted and a pump replacement was sent.